Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The infusion set was in use for less than five minutes. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.